Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during serosal bolster sutures, the thread broke. The suture unraveled during the procedure.